Event description:
It was reported that they saw a faint gridline on I view, this caused the patient to be re-exposed. The gridline couldn't be confirmed as no image was made available. The grid line correction was turned on. When the field engineer was on-site he wasn't able to see any gridlines.